Event description:
The customer reported that while preparing for a procedure, the video connector pins on his olympus evis exera iii video system center were found bent. According to the initial reporter, the connection could not be properly secured. There was no patient harm reported from this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The video socket was found defective during the device evaluation. Additionally, the front panel display had notable discoloration present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to a worn-out video connector. Olympus will continue to monitor field performance for this device.